Manufacturer narrative:
(B)(4). Additional information: on (B)(6) 2010, product surveillance spoke with the caregiver(cg) who stated that the home patient (hp) did not have a hole in her drain line extension, as previously reported, but rather a hole in her catheter. The cg stated that the hp had the catheter corrected. The cg then stated that the hp was given antibiotics to prevent any infection. The cg stated that the hp did not develop any adverse event or require any medical intervention. On (B)(6) 2010, product surveillance spoke with the home patient's registered nurse (rn) who stated she did not know the lot number or manufacturer of the catheter. She stated that they are not given that type of information from the hospital operating room (or). The indwelling catheter is a non baxter product.

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; the sample was not available. A follow-up report will be submitted upon the completion of baxter's investigation

Event description:
The home patient (hp) contacted baxter's technical service center regarding system error 2240 alarm which occurred on the home choice (hc) during use, during the initial drain. The hp stated that she could see a cut in the drain extension line and she did not know how the cut got there. The baxter technical service representative (tsr) explained the alarm. The tsr had the hp cycle the power off and on twice to clear the alarm. The tsr then instructed the hp to start over with new supplies. The hp continued therapy with new manual supplies. The hc was okay. The solution to the problem was provided over the phone. There was no injury or medical intervention indicated at the time of the initial report.